Event description:
The customer observed non-repeatable higher than expected vitros tropi es results on samples from three different patient samples processed on a vitros 5600 integrated system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The results were reported outside the laboratory and one patient was treated based on the reported result. Corrected reports was issued there was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible falsely elevated vitros trop I es results occurred on three different patient samples processed on the vitros 5600 integrated system. The investigation did not find any evidence the vitros 5600 system or vitros tropi es reagent malfunctioned. The possibility that poor sample processing, had contributed to the results could not be ruled out. The investigation could not confirm that the samples in question were processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, may have been present in the affected samples, although this could not be confirmed. A definitive root cause could not be determined. However, pre-analytical sample processing cannot be ruled out as a contributing factor.